Manufacturer narrative:
This MDR, manufacturer report number 1018233-2024-05971, is being retracted as it is a duplicate of a record previously submitted, manufacturer report number 1018233-2024-05223. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill and had a failed circulation pump. It was determined that circulation pump command (cpc) was 100 percentage and inlet pressure (ip) was -0.5 was indeed a failed circulation pump and requested a quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill and had a failed circulation pump. It was determined that circulation pump command (cpc) was 100 percentage and inlet pressure (ip) was -0.5 was indeed a failed circulation pump and requested a quote for 2000-hour service.